Manufacturer narrative:
The doctor reported that the patient returned to the office after the first two (2) debondings and he had cleaned out and recemented the veneers using the same products on both occasions. On the third debonding, he made a new impression and new veneers were made. Specific patient information with regard to treatment dates was not provided. The new veneers will be cemented on (B)(6) 2014. An update will be provided if any new patient information becomes available. To date, the patient is doing fine. The optibond xtr (adhesive: catalog #35108 and primer: catalog #35107) product involved in the alleged incident was not returned and no lot numbers were provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that one (1) patient had experienced the debonding of veneers from tooth #7, #8, #9, and #10 on three (3) separate occasions approximately two (2) days after placement with the optibond xtr and nx3 dual cure clear products.